Event description:
It was reported that the patient felt dizzy and received inappropriate therapy due to electromagnetic interference with the right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407645, lead, implanted: (B)(6) 2012. (B)(4).